Manufacturer narrative:
(B)(4).

Event description:
It was reported that the transmitter was fried after a lightening storm. The unit was no longer used.

Manufacturer narrative:
Analysis found the complaint was verified as failure at hla functional test confirmed defective modem.